Event description:
Complainant alleged that during functional testing, the device displayed an "internal error occurred-system reset required" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.